Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of images provided. Images of explanted devices were provided. Cement and bone residual were seen on the femoral and tibial component. Pitting and marks from the augment hole in the tibial plate were seen on the bottom of the articular surface. A damage from unknown source was observed on the lateral side of femoral component. The condition of the patella cannot be assessed as the image was not focused on the patella. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - headed screw 48 mm length; p/n: 00579104100, l/n: 62524964. Headed screw 48 mm length; p/n: 00579104100, l/n: 62524964. Headless trocar drill pin length; p/n: 00590102000, l/n: 62550705. Articular surface regular constraint; p/n: 90597004010, l/n: 62360446. Stemmed tibial component precoat; p/n: 00598004701, l/n: 62417196. Cr-flex pct fem f-l minus; p/n: 00595001605, l/n: 62181035. All poly patella; p/n: 00597206535, l/n: 62454491. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-00086, 0002648920-2019-00016, 0002648920-2019-00017. Product location is unknown.

Event description:
It was reported a patient underwent initial knee arthroplasty on an unknown date for an unknown reason. Subsequently, the patient was revised due to pain and loosening. During the revision, the femoral component was well-fixed, however, it was identified that the femur was found to be "mushy" on the lateral side when the component was removed. No additional patient consequences were reported.